Event description:
The device was implanted in 2002. 10 months later the pt was at home eating dinner and noticed dashes on the eject side of the pump drive console. The pt vented the drive console and then changed to a backup drive console and interconnect cable with no improvement. The pt was transported to hosp and later died due to an air embolus to the brain.